Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak from the connection of the patient line of the homechoice cassette. This occurred during initial drain of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.